Event description:
It was reported that prior to bringing a triclip xtw to a procedure, damage to the outer brown shipping box and blue inner box was observed. It was noted that the sterile barrier might be destroyed since both brown shipping box and packaging around the device was damaged. The damage was suspected to be caused during transportation. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.